Event description:
As alleged: "the left front wheel broke on the walker causing the patient falling to the floor and hit in the shoulder and hip. All the broken parts of the wheel was enclosed and sent together with the walker to the tac in (B)(6). Needs of the patient will be reviewed when he comes home from the hospital."

Manufacturer narrative:
The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occured in (B)(6).